Event description:
Pt had to go to the emergency room for high blood sugars levels. They called the helpline about an error alarm and had been exerpeincing high blood glucose. At that time, the customer received assistance with clearing the alarm. The customer followed the two high blood glucoses rule and could only regulate blood glucose with manual injections. Additionally, the customer conveyed that they had an off no power alarm and had to replace the batteries prematurely. At the end of the call, the customer was instructed to revert back to manual injections per md protocol until replacement pump arrives.